Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels ranging from 504-505 mg/dl; cause was not known. A correction bolus via the pump was delivered to address bg. A system check was performed at the time of the call, and the pump performed as intended; no issues were identified. Recommendation was made to consult with a healthcare provider to discuss diabetes management.